Manufacturer narrative:
The insulin pump was received with a non-flashing white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self test and the displacement test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display on the screen of insulin pump was white. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer was calling back with blank display after receiving new battery cap. Customer reports display was solid white. Customer did not report the insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.